Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgment which was confirmed after interrogation and chest x-ray. This rv lead was explanted and replaced. No additional adverse patient effects were reported.